Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent a lead revision procedure where the leads were replaced. The new leads were placed in a more optimal position for the patient stimulation settings. The explanted leads were discarded by the facility.